Manufacturer narrative:
The product identity was not confirmed as a result of the part not being returned. This complaint is general in nature and is not related to any specific item; due to this, no product will be returned. The complaint is that these benders cannot bend bars in-situ when the patient has breasts. These benders are not designed to bend pectus bars in-situ; therefore the complaint is considered confirmed. The most likely underlying cause of this complaint was determined to be customer preference. The customer prefers to have a pectus bar bender that could bend bars in-situ. There are no indications of manufacturing defects. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00025.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 0001032347-2017-00025.

Event description:
It was reported the pre-bent pectus bar stuck out too much on the side and the bar had to be bent while in the chest. In addition, it was reported if the patient has breasts the french bender will not bend in plane. There was a ten minute surgical delay; an orthopedic bender was used to complete the procedure.